Event description:
The evis lucera elite colonovideoscope was returned to olympus for evaluation for an air water flow issue from the air water flow system. The issue was found during inspection before use. No patient harm was reported. Upon inspection and testing of the customer returned device, foreign matter was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was cleaned, disinfected and sterilized before sent to olympus. It is not known when the foreign material adhered to the endoscope or what the foreign material is. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for re-processing. The air/water nozzle was flushed with detergent solution and wiped/brushed with clean lint-free cloths, brushes, or sponges. The device was returned and evaluated, and the nozzle had a foreign object in it, causing the air and water supply volume and the water removal ability to not meet specifications. Additional findings include a bending angle in the up direction and the play of the upward/downward knob did not meet the standard value due to wear of the angle wire. There was deterioration of the adhesive due to chemical/physical stress, adhesive on the bending section cover was cracked and chipped, adhesive on the objective and light guide lens was peeled and had a white clouded area around it, the plastic distal end cover had a dent and a scratch, the connecting tube had a scratch, and a noise image occurred on the suction connector due to damage. The protector of the universal cord on the suction connector side had a scratch, the universal cord had a wrinkle and a scratch, the connecting tube had a scratch, switch 1 has wear, and switch 2 and switch 3 had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: " inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the water feeding function> keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.